Event description:
The surgeon performed an acl repair and during the procedure, metal flakes were noted and the surgeon flushed the joint. The procedure was completed. On the patient's post-op visit (unk date), a routine x-ray was taken and there was noted to be numerous metal debris left in the joint. The surgeon indicated that the pt will have to undergo debridement surgery at a later date. Nursing dir. Indicated she is not aware if the debridement has been scheduled and completed at this time.

Manufacturer narrative:
The used device was not returned. Without the used device, a conclusion can't be made. (B) (4).